Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. Patient was revised to address discomfort. Doi: unk - dor: (B)(6) 2012 (left hip). Update: (B)(4) 2013 - litigation papers received. Litigation alleges the acetabular cup eventually detached, disconnected, created metallic debris, and/or loosened from the acetabulum causing pain, fluid collection, elevated metal levels and loosening sensations. The MDR has been reversed and products now reported. Date of implant has also been identified.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear and metallosis.